Event description:
It was reported in department that when team change the dressing and flush the catheter, they find the leakage at the hub side from where the reverse taper design starts. The catheter leaked and due to this reason, they removed the catheter before the intended time. And placer check the catheter find the breakage and informed us. There was exposure to blood." Additional information received on 01 aug 2024: no erroneous results because of the event. No injury reported. No change in treatment, they planned to place the new PICC line in replacement of the same.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was a 3fr single lumen powerpicc sv catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just distal of the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported in department that when team change the dressing and flush the catheter, they find the leakage at the hub side from where the reverse taper design starts. The catheter leaked and due to this reason they removed the catheter before the intended time. And placer check the catheter find the breakage and informed us. There was exposure to blood." Additional information received 01 aug 2024: no erroneous results because of the event. No injury reported. No change in treatment, they planned to place the new PICC line in replacement of the same.